Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer3361 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by health professional "friday I was in the or about to insert a 3fr. Single lumen powerpicc sv catheter on a patient. The vein was already accessed, and the microez(tm) microintroducer with vessel dilator were already threaded/ dilated into the vessel, and closed off with the clear end cap. The catheter was first flushed through while remaining in the original packaging to prime the lumen and line, but now was removed from packaging for insertion. The problem began, when I went to slightly remove the internal stiffening stylet (iss) to allow for tip trimming per patient requirements. The iss automatically felt different, difficult to pull back from the luer-lock end of the lumen. Immediately looking to the tip of the untrimmed catheter, the iss was somehow adhered to the inside of the catheter lumen, almost resistant to being removed- only at the untrimmed tip of the catheter (approx from 40cm markings all the way to the 45cm markings; total length of catheter being 45cm). As the catheter had previously been flushed/ primed I cannot think of another reason for this to happen. The patient required almost the entire length of the catheter from previous measurements, so I couldn't simply trim and insert. When the iss finally relinquished the inside of the catheter, I noted three tiny sheer markings to the outside of the catheter- which ultimately made my initial thought a reality- to obtain an entirely new PICC line from central supply. This all happened relatively quick as the vessel had already been accessed/dilated and awaiting threading of catheter, not to mention the patient was under sedation."